Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result with lab result provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio: 1.5, ref: 2.5, mean: 2.0, confidence limits: 1.3 - 2.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house testing has been performed on reported lot 243396 on (B)(6) 2011. Results as follows: inratio: 2.9, inratio: 2.9, inratio: 2.9, reference: 3.12, bias threshold: 2.12 - 4.12. The minimum two out of three replicates for the donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. Limitations in package insert, "this test should not be used for patients on heparin therapy." It may have been contributed to unexpected results in this complaint. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.5, lab: 2.5. Patient's target therapeutic range is 2.5-3.5.